Manufacturer narrative:
Additional initial reporter - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy in an acute myocardial infarction patient, no arterial pressure was displayed from the sensor. The connector was removed and inserted but there was no arterial pressure. The balloon was removed and replaced to continue therapy. There was no reported injury to the patient.